Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was physically broken, the slide arm of the drawer was broken, and ball bearings were falling out. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the rails of full-height cubie drawer 4 were stuck, and the bearing cage had fallen apart. A field service engineer (fse) replaced the drawer rails to resolve the issue. The system functioned as intended after the field service engineer repaired the device.